Event description:
Reporter indicated that pt was seen by ent post-implant due to partial left vocal cord paralysis. The pt reportedly experienced perisistent hoarseness for one month following implant surgery. The pt indicated that the hoarseness had resolved, but continued to complain of occasional mild burning sensation in throat. The pt is unable to determine whether the burning sensation coincides with device stimulation cycles. Treating neurologist plans to refer pt back to ent for evaluation if burning sensation does not subside or if it worsens.